Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon could not apply the clips using the medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The issue occurred during attempts to close the clips on vessels, as well as tissues. The clip applier made the correct movement, but it seemed to lack the strength to close the clip. The medium/large hem-o-lok polymer clips were used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was found. The probable root cause and risk ID could not be determined as no product issue was found from failure analysis.